Event description:
It was reported that the patient was experiencing chest pains. The patient underwent an implantable pulse generator (ipg) replacement procedure. Additional information was received that the explanted ipg will not be returned per hospital policy.

Event description:
It was reported that the patient was experiencing chest pains. The patient underwent an implantable pulse generator (ipg) replacement procedure.